Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application won't run and 3 stations was in disconnected mode. A field service engineer switched station over to automatic ip and dns, and then customer it was able to switch the correct vlan to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had three stations was in disconnected mode. The customer reported that no new patients or orders been crossed, which required the pharmacy to provide informations about the medication dispensing process. There were no adverse events or injuries reported based on this event.